Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the emergency room on (B)(6) 2017 due to high blood glucose. The customer¿s blood glucose at the time of admission was over 600 mg/dl. They were released when their blood glucose had gone down to the range of 400 mg/dl. They were wearing the insulin pump at the time of hospitalization. Their doctor stated that the insulin pump was the reason why their blood glucose was high. Troubleshooting was performed on the insulin pump. Additionally, the customer stated that they woke up and took the device off and reverted to manual injection. The insulin was expired so they put the insulin pump back on but their blood glucose went up to 400 mg/dl. Their current blood glucose was 282 mg/dl. The insulin pump will not be returned for analysis.